Manufacturer narrative:
(B)(4)

Event description:
It was reported during implantation, the leads could not detect sensitivity and did not perform capture. Implant attempts in different spots did not improve the issues. The leads were not used and a new atrial lead was implanted instead. The patient condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.